Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed there does not appear to be any depleting abnormally. The power consumption has increased but this has been related to fast atrial sensing caused by atrial fibrillation. No changes have been made and the pacemaker remains in service. No adverse patient effects were reported.